Event description:
It was reported that on (B)(6) 2010, after pre-dilatation of the lesion and intravascular ultrasound (ivus) was performed, a 2.75 x 28 xience v stent was implanted in the left anterior descending (lad) artery. The xience v was not implanted well, so post dilatation was performed. Ivus was done and the procedure was completed. On (B)(6) 2010, the patient was experiencing chest pain and coronary angiography was performed. Stent thrombosis was confirmed in the xience v stent. The thrombus was aspirated with an aspiration catheter and balloon angioplasty was performed for treatment. Another xience v stent was implanted to treat a new stenosis in the distal lad. On (B)(6) 2010, an intra aorta balloon pump was inserted into the patient for monitoring. No additional information was provided.

Event description:
The user experienced an issue with the combur 10m urinalysis strips bending easily in the strip container and bending further when dipped into the urine. This resulted in sample mismatches when the strips were analyzed on the cobas u411 analyzer serial number (B)(4). The bent strip was lying concave on tray and the distance between strip and "strip check" sensor was incorrect, therefore the analyzer did not recognize and process the strip. When a second strip was loaded into the analyzer and processed, the analyzer assigned the sample number for the first strip to the results from the second strip. No specific patient data could be provided by the user. No adverse events were alleged regarding the sample mismatches.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation of the event included testing customer returned strips as well as retention samples. The customer's allegation of defective strips was verified. One of ten test strips was curved so strongly that it could not be measured. It was determined the reagent strips were overly bent during production. As a result, these overly bent strips may cause transport errors and interruptions in strip processing. A reagent bulletin was issued (B)(6) 2010 notifying customers of specific lots of reagents strips that are affected by the issue.